Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was patient wanted assistance charging ins. Patient was able to start and maintain a charging session. Patient said they were feel zapping. Patient said they had the recharger on the skin, reviewed putting recharger over a thin layer of clothing. Patient said the zapping stopped but then the patient said the zapping was not coming from the recharger and they were referring to zapping as stim sensation. At the time the patient was feeling the zapping the patient said the handset showed the ins was off. Patient asked if they should change programs. Reviewed stim should be comfortable and they can adjust as they feel needed. Agent did not ask about the circumstances that led to the reported issue.